Event description:
It was reported that the insulin pump did not deliver insulin. The insulin pump alarmed no delivery. The blood glucose reading is 360 mg/dl. Customer experiencing high blood glucose. Customer is pregnant. Customer will treat with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.